Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The pulse generator exhibited a diagnostic anomaly; upon initiating the atrial capture test, the ventricle channel started to lose capture. The device was reprogrammed to higher ventricular output resolving the issue.